Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with a warm pocket. Pocket infection was noted upon interrogation. The cause of the infection was unknown. The device and the leads were explanted on (B)(6) 2017. The patient was stable during and after the procedure.